Event description:
A patient called lfs to report patient's one touch ultra meter kept giving an "apply sample" message. Patient went to the emergency room because patient couldn't get the meter to work. Patient was nauseous, attempted to test blood and obtain an "apply sample" message. Patient went to the emergency room, spent the night in the emergency room, and was given insulin. Patient obtained a reading of 299 mg/dl. Unsure where this reading was obtained. No further information has been reported.